Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigaiton is complete.

Event description:
As reported: during use on a patient. Turnpike spiral tip broke off. The customer is not able to confirm the lot number. Unfortunately, the customer has not replied to all other questions.

Manufacturer narrative:
One-unit of turnpike spiral was returned for evaluation. Blood particulates were noted on the unit. The tip of the turnpike spiral was damaged. A guidewire was observed to be locked in with the turnpike spiral. Approximately 1-1.5 mm of the tip was separated from the catheter but attached to the shaft of the guidewire.there was no lot number provided for this complaint. Therefore, no record review could be complete.case details were reviewed. A patient underwent a procedure. A turnpike spiral tip broke off. The damages are likely to have occurred during use in the procedure along with other devices.IFU was reviewed. The following warnings and precaution were noted:- never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury.- exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking.additional information was requested. No response was received.based on the information, the most likely root cause of the issue is operational context and/or unintended use error.